Event description:
The company manufactures class 2 resins in a sub standard facility that is not remotely gmp. Pictures attached. The product is classified and advertised as high impact denture material. The 510k number is k203641. The iso testing requires the material to be tested in water in 48 hours. We tested the material and unfortunately the material gets completely flexible and loses it's rigidity in water. This could damage and hurt people; 510k number: k203641. FDA safety report ID # (B)(4).